Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for ground bond failure, measurement was 0.113 ohm, (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.113 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 4722 milliohms. Measured door frame to door post resistance, 4671 milliohms. Measured door frame to pem rear ground prong resistance, 17 milliohms. Tightening the door post screw corrected door frame to door post resistance, 5 milliohms. The assignable cause of the ground bond failure was poor connection at the door frame to door post interface. Scrap door post. Device was sent to servicing.